Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that their implant pockets were stretched. The patient stated they thought it was due to where they were located on the hip, as they would put their clothes on and notice the implant would flip completely at times. The patient was redirected to their healthcare provider to address the pocket issues. No patient symptoms were reported. No further complications were reported.